Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified creases. A microscopic analysis and leak test were performed which identified more than three striated openings and a striated nick . Based on the device analysis the final assessment is: more than three openings striated in the side anterior assessed as surgical damage. Nicks striated assessed as surgical tool scratch like.

Event description:
Healthcare professional reported "leaking expander" on an unknown side, "expander had flipped", "possible the device had moved", and ¿patient ¿winced¿ suggesting that possibly patient felt the needle." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking expander", "expander had flipped", and "possible the device had moved."

Event description:
Healthcare professional reported "leaking expander" on an unknown side, "expander had flipped", "possible the device had moved", and ¿patient ¿winced¿ suggesting that possibly patient felt the needle." Device has been explanted.